Event description:
During laser surgery with a green light pvp laser, a scrub gown ended up having a burned area larger than the size of a silver dollar, including the person's shirt underneath (no skin involvement).